Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump that the insulin pump alarmed critical pump error. It was also stated that the insulin pump kept alerting low battery and replace battery. The customer would change the battery, but it would continue to get drained. The blood glucose reading was 4.5 mmol/l. There were no significant events prior to the alarms. The battery was removed and the insulin pump was placed in storage mode. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error was noted. The detailed trace analysis confirmed low battery alarms, an abnormal loaded voltage, and an abnormal unloaded voltage at the power management graph due to a problem isolated to the electronic assembly. The pump was also received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.